Manufacturer narrative:
Investigation summary: our quality engineer was unable to verify the reported complaint per the returned sample, no abnormalities were found when observed under the microscope. Based on the reported information, the customer has wiped away the foreign matter. No objective evidence of this incident was found during the device history record and quality notifications analysis for the claimed lot, therefore, we were unable to determine an exact root cause. Investigation conclusion: product investigation: no abnormality found in the incoming material and the whole assembly process, packing process and sterilization process. After reviewing DHR, no abnormality was found in incoming inspections, or the in process and out going inspections. Root cause description: because the customer wiped the fm on the returned sample, the root cause could not be finalized.

Event description:
It was reported that a bd pegasus¿ safety closed IV catheter system had foreign matter on the catheter. There was no report of exposure, serious injury or medical intervention.